Event description:
It was reported that following a novasure endometrial ablation the physician did a laparoscopy and noted "blood coming from the patient's ureter and slight blanching of the uterus". No treatment was noted for this and the patient was discharged home. On (B)(6) 2012, it was reported the patient is doing fine.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).